Manufacturer narrative:
As reported, the balloon of 6 x 4 powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter (bc) burst below suggested atmospheric pressure (atm). There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is likely vessel characteristics or procedural factors may have contributed to the reported event. However, with the limited amount of information provided regarding lesion characteristics and procedural factors and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of 6x4 powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter (bc) burst below suggested atmospheric pressure (atm). There was no reported patient injury. The device will be returned for analysis.